Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with pericardial effusion approximately eighteen days post the implantation of an implantable pulse generator (ipg) system. It was further reported the patient experienced cardiac tamponade from the perforation. The medical doctor performed pericardial centesis and made the decision to remove and replace both the right atrial (ra) and right ventricular (rv) leads. No further patient complications have been reported as a result of this event.